Event description:
Caller reported that the insulin gauge on the pump displayed a different amount than expected, specifically a fill estimate of 19 units instead of the expected 250 units. There was no adverse impact to the customer¿s blood glucose level. The caller followed necessary steps to address the issue, including removing air from the cartridge and using room temperature insulin, and was assisted in reloading the cartridge by technical support.